Manufacturer narrative:
S/w: unknown. Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Unable to verify missing segments/partial display due to flashing white light on display. Unit was received with scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer stated the screen was all white on the pump with red, green and yellow line going through the screen. There was no report of pump screen flashing when screen was turned on after being in sleep mode. Blood glucose level at the time of the incident was not provided. The insulin pump was returned for analysis.